Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, that alerts/alarms doesn't sound at night and during day fast raising/falling alert can't be cleared. No additional patient or event information is available. "Data has been received but not yet evaluated. A follow up report will be submitted upon completion".

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. The reported event of alerts/alarms not sounding at night and during day fast raising/falling alert can't be cleared was not confirmed. The root cause could not be determined.